Event description:
It was reported that the patient experienced an adhesive issue involving two infusion sets on (B)(6) 2026, as the infusion set patch did not stick to the skin upon insertion.

Manufacturer narrative:
Initial 2 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.